Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Visual and microscopic inspection of the returned device found that the delivery wire was kinked and the proximal contact was separated. The observed issues were likely caused by the handling of the device. The main coil, the main junction and the form tip ball were undamaged and there was no evidence of fracturing or breaking. The device was advanced out of the introducer sheath without resistance. During functional testing there was no difficulty inserting and advancing the coil into/through a test microcatheter. All the device dimensions were found within specification. Investigation of the returned device did not find any evidence of the coil breakage. Therefore, the reported issue of the coil broke was not confirmed. Manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Event description:
It was reported that resistance was encountered while the coil was being introduced and advanced through the microcatheter and the coil fractured at the detachment zone. The physician stated that the coil broke during introduction to the rotating hemostasis valve (rhv). The coil was removed with no clinical consequence to the patient.

Event description:
It was reported that resistance was encountered while the coil was being introduced and advanced through the microcatheter and the coil fractured at the detachment zone. The physician stated that the coil broke during introduction to the rotating hemostasis valve (rhv). The coil was removed with no clinical consequence to the patient.